Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event has been estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation. Patient stated that after implant they could only get one lead to work. Surgical intervention took place on an unknown date which did not resolve the issue. At that time patient stopped using device. Related manufacturer reference number: 1627487-2019-09262.